Event description:
It was reported that the pump shut down unexpectedly. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. Although requested, the customer was unable to upload pump data so the cause of the shut down could not be evaluated. Reportedly, the customer continued using the pump for insulin therapy.